Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-02022. It was reported that the physician cut one of the leads during an ipg replacement (related manufacturer reference number 1627487-2021-02019) on (B)(6) 2021. In turn, the physician explanted the cut lead and replaced it. Post-operatively, stimulation therapy was restored. It is unknown which lead was cut and replaced, therefore both leads are being reported.